Event description:
It was reported that post op a laparoscopic gastric bypass procedure, the patient was re-operated after the lgbp and there was bleeding in the staple line where the small intestine was divided. Suturing was used on the staple line. No adverse consequences reported. Additional information has been requested and will be sent via supplemental report upon receipt.

Manufacturer narrative:
(B)(4).